Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and determined that the battery malfunctioned, was damaged and failed to charge; and one of the battery cells was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty handling. This was further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device malfunctioned, was damaged and failed to charge; and one of the battery cells was defective. The event was not related to surgery. There was no patient involvement. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.